Manufacturer narrative:
(B)(6).

Event description:
It was reported that when consultant was using the collation flow 50 wand during a hip arthroscopy, the metal collar came away from the device and was floating in the patients' wound. Hip was washed out with litres of saline and x-rayed, the metal collar was not detected on the x-ray. The consultant advised that the metal collar was washed out with the fluid. No patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment. There are no indications to suggest the wand did not meet product specifications upon release into distribution.